Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance was affected. The family reports no incident of accident or trauma. Re-implantation took place on (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance was affected. The family reports no incident of accident or trauma. The recipient was re-implanted.